Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching 500 mg/dl. The omnipod personal diabetes manager (pdm) will not turn on and hold a charge. At the hospital the patient was placed on intravenous therapy of fluids and insulin. The patient was released 5 hours later.